Event description:
It was reported that the syringe is leaking and drawing in air. The account was unsure if it is leaking at the plunger tip or the barrel rotator. No adverse effects to the pt were reported.